Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Additionally, a review of the lot history was performed and indicates that one other complaint has been made against this lot for a blood leak where no sample was provided. Without the availability of this complaint sample, the reported issue cannot be confirmed and its cause cannot be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately 90 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak could be visually observed and confirmed to be internal. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation